Event description:
It was reported "swg is bended". No patient involvement. This occured prior to use in the clinical setting.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer returned one, opened sac set for evaluation. Visual analysis revealed signs of use at the distal tip of the guide wire. The protective tubing had signs of a kink towards the center of the body which was near a kink on the guide wire. The lidstock clearly states, "do not bend." The damage on the guide wire and protective tubing suggests the guide wire was kinked prior to use with the patient. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 162 mm from the distal tip. The guide wire length measured 350 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The guide wire outer diameter measured 0.508 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel." The guide wire was advanced through the returned catheter and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user , "do not use if package is damaged". The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. One kink was observed on the guide wire body and the protective tubing. The customer reported the defect was observed during use. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the condition of the sample, the damage on the guide wire and protective tubing is consistent with damage that occurs during storage and shipping. However, since the customer reported the defect was observed during use, it cannot be determined when the damage to the guide wire occurred. Therefore, the root cause cannot be determined based on the information provided and the sample received. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "swg is bended". No patient involvement. This occured prior to use in the clinical setting.